Manufacturer narrative:
Device was received not deployed. Download data shows timeouts and a drive stall, indicating that one of the hook talons did not engage the ratchet gear, and thus the drive mechanism was not manipulated forward. This caused the device going into 0x5c alarm,and deactivate before the end of prime 2. The cause for these timeouts and drive stall could not be found.

Event description:
It was reported that the cannula did not deploy during the activation process indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.